Event description:
A baxter (B)(4) associate sent an email notification of a complaint on behalf of the customer to corporate product surveillance (cps) on (B)(6) 2012. The customer reported that she had two incidents with two different boxes of cassettes. Three cassettes from lot number h11j22152 had small pin holes and leaks. Cps contacted the care giver (cg) on (B)(6) 2012. She stated that there were two cassettes that had leaked. She was not sure if it came out of the top of the patient line, but she did see little spot-like holes on the tubing which she felt the solution may have come out of. When she noticed the leak, she immediately clamped the patient line to end therapy. The care giver was exposed to the solution, but reported no adverse effects. The patient's therapy has been going well otherwise, and no adverse effects were reported in relation to these incidents.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint for a report of a leak could not be confirmed. The root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The sample was returned to baxter and underwent a visual examination as well as a performance test. No abnormalities were noted during testing.